Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said sometimes the device will work but most of the time it doesn't. They said their 1st device worked and they didn't have to wear a pad. They said then it started getting to where the device wasn't dependable. They said they had the device adjusted many, many times. They said there was a time when they had an "electrical shock" that was so bad they were in bed for a week. They said they now have a new dr and wanted to get a history of their devices. Patient services reviewed mdt does not have medical records.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.